Event description:
Upon opening the package, I found a black hair approximately 1 cm long on the prn cap. There was one defective unit. The product was not returned, but I have provided photos. I do not require a refund, but I need a response to my complaint and a confirmation of receipt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.